Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that the patient¿s pump was stalled since (B)(6) 2020. It was confirmed an MRI was completed that day and the patient did not get the pump checked post MRI. The patient did not go into withdrawal and the physician stated no volume discrepancy. The reporter would have the physician check the pump again in 15 minutes to see the recovery. No patient symptoms were reported. Additional information received on (B)(6) 2020 reported that the pump recovered the same day. No further complications were reported or anticipated.